Event description:
A customer complained after obtaining what was described as a discrepant negative antibody screening result for a patient sample using the ortho biovue system in conjunction with an ortho vision biovue analyser. Complainant/complaint reporter: (B)(6) - laboratory technician. Date of event: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to the orthocare helpdesk. Software version: (B)(4). Reagents: 0.8% surgiscreen lot 8ss8109 expiry date 10 may 2021 ortho biovue system poly cassette lot ahc211j expiry date 29 october 2021. Patient information: known anti-lea(le1) antibody; sample (B)(6). The customer stated that on (B)(6) 2021, they had tested a patient sample (sample (B)(6)) for antibody screening using 0.8% surigscreen lot 8ss8109 and ortho biovue system poly cassette lot ahc211j (cassette ID #(B)(6)) in conjunction with their ortho autovue innova analyser and that they had obtained positive reactions (0.5+ reaction strength) with cells 1 and 3 of the red cell reagent and a negative reaction with cell 2 of the red cell reagent. The customer stated that on the same day, they had tested a patient sample (sample ID (B)(6)) for antibody screening using 0.8% surigscreen lot 8ss8109 and ortho biovue system poly cassette lot ahc211j (cassette ID #(B)(6)) in conjunction with their ortho autovue innova analyser and that they had obtained positive reactions (0.5+ reaction strength) with cells 1 and 3 of the red cell reagent and a negative reaction with cell 2 of the red cell reagent. The customer reported that on the same day, they had retested this patient sample (sample ID (B)(6)) for antibody screening using 0.8% surigscreen lot 8ss8109 and ortho biovue system poly cassette lot ahc211j (cassette ID #(B)(6)) in conjunction with their ortho vision biovue analyser and that they had obtained an 'ind' condition code with cell 1 of the red cell reagent and negative reactions with cells 2 and 3 of the red cell reagent. The customer reported that on (B)(6) 2021, they had retested this patient sample (sample ID (B)(6)) for antibody screening using 0.8% surigscreen lot 8ss8109 and ortho biovue system poly cassette lot ahc211j (cassette ID #(B)(6)) in conjunction with their ortho vision biovue analyser and that they had obtained negative reactions with the three cells the red cell reagent. No further detail provided. The customer reported that no biased result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported event.

Manufacturer narrative:
Discrepant negative antibody screening result for a patient having an anti-lea(le1) antibody. The most probable root cause of the discrepant negative antibody screening result obtained by the customer is sample related, associated with the anti-lea(le1) antibody being weak and/or at detection limit of the reagents and technique used and/or associated with the variability of expression of lea(le1) antigen present on the red cell reagent. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed. (B)(4).